Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the cartridge using a connector adaptor, which prevented the cartridge from locking into place during a supply change with a steel cannula infusion set; switching to a different adaptor enabled successful attachment and completion of the supply change. Symptoms included no adverse clinical effects. Outcomes included resumption of therapy without interruption, no alarms, no hospitalization, and no medical intervention. Investigation included troubleshooting and education conducted remotely with the user. Investigation of this case revealed a connector attachment issue localized to the adaptor component, which resolved with use of an alternate adaptor, indicating a suspected malfunction of the original adaptor. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the adaptor.